Manufacturer narrative:
One pe074f5 bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. The reported pacing issue was confirmed. The continuity testing confirmed a full open condition of the proximal circuit and distal circuit. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. It was observed that the proximal and distal leadwire were broken. The proximal leadwire was broken at 3 cm proximal from tip and found insulation of the leadwire was partially missing. The distal leadwire was broken at 3 mm proximal from tip. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for more than five minutes without leakage. There was no visible damage or defect was observed from the balloon, windings, catheter body and returned syringe. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the investigation the issue cannot be associated to a manufacturing defect, therefore, a root cause could not be determined. The instructions for use (IFU) states, for preparation, test the thermistor's electrical continuity before insertion. Connect the catheter to the cardiac output computer and check for a catheter fault. It is possible to stretch the body of the catheter and cause the internal thermistor wires to detach, thereby breaking the circuit. Be certain that the techniques if testing and cleaning do not include a procedure that would stretch the catheter such as forceful wiping or stretching of the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use, when the catheter was connected to a generator for electrical current test in order to check the device operation, it did not respond. When the catheter was replaced, the problem was solved. The catheter was to be used for tavi. If the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device has been returned but the product evaluation has not been completed yet. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results.